Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapler fired and then with the next reload, it misfired. It was also noted that the staple line was incomplete. A new device was used to resolve the issue and complete the case. There was no patient injury.